Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 177 mg/dl. The customer stated she has air bubbles in the reservoir. Customer was advised to deliver a 5 units fixed prime until air bubbles are no longer visible and repeat it again until air bubbles is no longer visible. Customer was advised to change infusion set. Customer understood and did not want to send reservoir back.